Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that when viewing the pump history, the contact found a 1 unit bolus that had not been delivered by the customer. Review of the pump data showed that the pump screen was unlocked, 12 grams of carbohydrates was entered, and a manual override had been input to deliver 1 bolus. Additionally, the events indicate that the pump was functioning as intended and that the bolus had been entered by the customer. When relaying this information, the contact was unsure of the circumstance. There was no reported impact to the customer's blood glucose level.